Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Air removal the tanem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and loading cold insulin. Tandem technical support educated the customer that this is off label. Customer loaded a new cartridge to resolve the issue. There was no reported adverse imapct to the customer¿s blood glucose level.